Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump developed a microcrack in the screen, after which the top half of the touchscreen no longer accepted input, preventing a supply change; the device could still power on and had synced data prior to shutdown. Symptoms included no injury and no impact to blood glucose, as the patient switched to alternate therapy and continued cgm use. Outcomes included the need for device replacement and user education on shutdown, data syncing, and restart procedures for the replacement device. Investigation included triage with functional checks guided by the user report, confirmation of display damage and input failure, and collection of return logistics for further assessment. Investigation of this case revealed a damaged display component with partial touchscreen failure consistent with physical damage to the screen assembly. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to an external factor.